Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same patient. It was reported to boston scientific corporation on november 14, 2019 that spaceoar was implanted in the perirectal fat during a fiducial marker and spaceoar placement procedure performed on (B)(6) 2019. According to the complainant, in (B)(6) 2019, the patient had urinary obstruction symptoms and a transurethral resection of the prostate (turp) was performed prior to radiation treatment. On (B)(6) 2019, another spaceoar placement procedure was performed. Reportedly, the needle was difficult to position during the procedure. During magnetic resonance imaging (MRI) performed on (B)(6) 2019, the spaceoar gel was noted to be present in the rectum and a fistula was suspected by the physician. As of (B)(6) 2019, there were no patient complications reported as a result of this event.